Event description:
It was reported the patient experienced post-operative bleeding from the tonsil 6 days after surgery. The bleeding was treated in the o.r. And the patient currently remains hospitalized. No product deficiencies or other complications were reported during use of the device.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to post-operative bleeding are the patient¿s health and compliance to post-op instructions. Additional factors unrelated to the functionality of the wand and controller that could have resulted in post-op bleeding include the types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. The instruction for use (¿IFU¿) contains information regarding post tonsillectomy hemorrhage (pth). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.